Event description:
It was reported that a patient experienced peritonitis manifested as cloudy effluent and not feeling well coincident with peritoneal dialysis (pd) therapy. Three days after the onset, the patient was hospitalized for the event and treated with unknown antibiotics for peritonitis. The cause of peritonitis was not reported. The patient had not yet recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is reported 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14c13019, h14d06052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.